Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110 - overvoltage set) was confirmed. Upon evaluation, the monitor failed essential performance testing and displayed a service code 110. The cause of this was on open l1 component on the ca board. The root cause of the open l1 cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.